Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that (B)(6) 2017 was not a replacement. The patient had a device placed years ago. The hcp offered conflicting information and stated the patient had a new device placed in (B)(6) 2017, not a replacement. The replacement resulted in an improvement of pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and sciatic nerve pain. It was reported the ins was replaced in (B)(6) 2017. Someone in the room with the hcp said when the ins was replaced, all other scs components were removed. No further complications were reported. **see (B)(4) for details related to the pump removal and infection**